Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their transfer set came apart twelve days prior. The white plastic piece separated from the tubing. The problem was noted during use on patient. The patient had cultures that were positive for organisms (unknown) and was given 1 dose of antibiotics (unknown) prophylactically and then, he was fine and there was no further injury.

Event description:
A customer contacted baxter's technical service center regarding program information on the patient's homechoice (hc) machine during an unknown step. The home patient (hp) was in the hospital and wanted the programming information. The technical service representative reviewed the records and there was no program information. The technical service representative advised home patient to contact the peritoneal dialysis (pd) nurse or the doctor to obtain the program information. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm during the initial contact. The hc machine is operational. Product surveillance contacted the pd nurse who reported that the patient was in the hospital because he had peritonitis. The nurses stated that the patient did receive the programming information that he was requesting. The writer was unable to gather any other information from the nurse as the nurse was reluctant to answer any questions. The writer informed the nurse that someone would be calling back to obtain additional information regarding the peritonitis. The following information was received from global pharmacovigilance (gpv) 5/11/2010: in (B)(6)2010, the patient was hospitalized for 2 days for peritonitis. While hospitalized, a peritoneal dialysis (pd) effluent culture was performed. Culture results revealed no growth and a wbc revealed "low 100's" for a white cell count. A gram stain revealed no growth. The patient was treated with unspecified antibiotics for 2 weeks. The event of peritonitis was considered resolved in (B)(6)2010. The patient remained on pd4 ambuflex and pd4 ultra bag. The event of peritonitis was not related to the homechoice machine or dianeal solution. There were no allegation against any of baxter's products related to this case of peritonitis.

Manufacturer narrative:
(B) (4). Preventative action (CAPA) (B) (4) investigation has been initiated for this issue.

Manufacturer narrative:
The sample has been requested for evaluation. When the sample is received and evaluated, a follow up report will be submitted.